Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported: "revision surgery. Left knee revision artoplastia surgery. Diagnostic: aseptic prosthesis loosening. Components explanted are unk."